Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen at the dentist and provided a letter of recommendation. The dentist stated in the letter the patient presented to the clinic complaining of pain and tmj radiating to the temporalis area bilaterally. The patient's bite is edge to edge with deviation to left. Their teeth showed vertical crack lines associated with in-appropriate bite. Recommended the patient to stop wearing the aligners and to start treatment for tmj and headaches as soon as possible.